Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed normal wear and tear, but no irregularity causing bleeding was noted, such as sharp edges. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined because there was no irregularity in the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. After the evaluation of the subject device by olympus medical systems corp. (Omsc), the subject device was returned to olympus europa se & co. Kg (oekg). Oekg evaluated the subject device and confirmed as follows; there was an air leak from the distal end cover. The light guide fiber bandle was broken. The insertion tube was worn. The universal cord was kinked. There were deposits on the subject device under the distal end cover, and corrosions. The angulation system was worn. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopy using the subject device, the user facility noticed that the patient had massive bleeding when the subject device was introduced into the oesophagus. The procedure was interrupted, and the user facility started first aid immediately. After that, the resuscitation team called and cardiopulmonary resuscitation (CPR) was started immediately. However, CPR was unsuccessful and the patient died approximately 45 minutes after the CPR was started. The user facility commented that the autopsy revealed a bronchial carcinoma with ingrowth into the oesophagus wall, and bleeding was probably directly from the bronchus. The user facility didn't report any malfunction of the subject device.